Event description:
Heartware left ventricular assist device (lvad) presents 9 months postoperatively with high watt alarms, hemoglobinuria, lactate dehydrogenase (ldh) 3315/ haptoglobin <10 in the setting of international normalized ratio (inr) 2.3. Pt presented 3 days after symptoms started due to transportation issues / pt preference. Heartware to heartware surgical exchange required.